Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 31oct2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
Case ID: (B)(4). Case status: open. Summary: cassette ID calibration failed msiii case notes: problem description (B)(6) 2018 13:22:59 (B)(6). Sn (B)(6) there was no patient involvement dan had a msiii infusion pump failed cassette ID calibration on channel a. I went over the calibration process with dan and advised him to replace optic module sensor on channel a.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 31oct2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
Case ID: (B)(6). Case status: open. Summary: cassette ID calibration failed msiii. Case notes: problem description: (B)(6) 2018, 13:22:59, (B)(6). Sn (B)(4) there was no patient involvement. (B)(6) had a msiii infusion pump failed cassette ID calibration on channel a. I went over the calibration process with (B)(6) and advised him to replace optic module sensor on channel a.